Event description:
It was reported that the blood glucose values provided by the complaint product were too low for several days. The following results were reported: 61 mg/dl on (B)(6) 2022 and 47 mg/dl on (B)(6) 2022. Treatment decision was made based on these results. On (B)(6) 2022 the patient had stomach aches and experienced vomiting, pale face, dry lips and became unconscious. Patient´s meter result on (B)(6) 2022 at 11:51am was 77 mg/dl. The patient was admitted to hospital and the result on (B)(6) 2022 at 12:30pm obtained from a hospital meter was hi (= higher than the measurement range of the meter) and acetone 3+. The patient stayed on the intensive care unit for three days and was released on (B)(6) 2022. The treatment received at the hospital is unknown. At the time of the report, the patient´s condition was stable, no hyperglycemia or hypoglycemia symptoms.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.